Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] based on the following information, it was presumed that the reported phenomenon was occurred due to physical stress etc.. -according to the inspection results of olympus india, it was confirmed that the insertion part was scratched, and the coating was peeled off. -according to IFU, it states the cautions regarding physical stress. -according to the similar former case, it had been presumed that the cause of event was physical stress. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found the coating of the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned to olympus india for repair of the leakage from bending rubber. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that the coating of the insertion tube of the subject device was peeled off more than 1mm2 due to the deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.